Event description:
The hosp reported that during an endoscopic vein harvesting procedure, a plastic piece came off of the vasoview hemopro 2 jaws. It came off from the crux of the jaws. This occurred while the harvester was cleaning the jaws. The reporter stated that the harvester was using a saline soaked 4x4 gauze but she was a bit aggressive. No pieces fell into the pt. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned to maquet cardiovascular.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A supplemental report will be submitted once the device eval is complete. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unk to us at this time. (B)(4).